Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was between 581-588 mg/dl. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.